Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance on the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD) was intermittently low out of range. This ICD was programmed to ventricular only sensing and pacing. The device and leads remain implanted. No adverse patient effects were reported.